Manufacturer narrative:
Device passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/a33 test, excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 564 mg/dl and 180 mg/dl. Customer also reported that the insulin pump had a compromised force sensor system alarm and drive support cap was sticking out. Customer was treated with manual injection. Troubleshooting was declined for high blood glucose and troubleshooting was performed for insulin pump error alarm. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.